Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that reported that an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level of 700 mg/d. Customer gave a manual injection to address bg and was treated with intravenous fluids of saline and insulin. Customer was discharged from the ER 2 days later with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method insulin therapy.